Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code and no prior notable events. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy and technical support confirmed shipping details and arranged shipment of replacement pump under warranty.